Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. A definitive root cause was not identified, however based on the results of the investigation, the event may have occurred by applying the following stress to the insertion section: physical stress such as by rubbing/ hitting the insertion section. Chemical stress from reprocessing not recommended by IFU (reprocessing manual). Stress from inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet rays, etc.). The event can be detected and prevented by following the instructions for use which state: "3.3 inspection of the endoscope. 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the evis exera iii bronchovideoscope exhibited that the coating on the insertion tube is peeling off. There were no reports of patient involvement.